Manufacturer narrative:
E1: patient city: (B)(6). Patient country: lithuania.

Event description:
Reference number (B)(4). Event occurred in lithuania. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing or quick release. No further information available.